Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s spouse that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 300 mg/dl while wearing the pod between 36 and 48 hours. The pod reportedly fell off the infusion site (abdomen), causing the pod cannula to dislodge. Symptoms reported include hallucinations, confusion and delirium. The details of the patient's treatment were not provided. The patient was still admitted at the time of this report. Additional information is being solicited, a supplemental report will be submitted if received.